Manufacturer narrative:
Concomitant products: product ID 8731, lot # b002400n69, implanted: (B)(6) 2003, product type catheter; product ID ne u_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was reported that an alarm was heard and a critical alarm was confirmed by telemetry. The alarm was due to reaching zero milliliters (ml) in the pump reservoir. The pump was refilled with 40 ml on (B)(6) 2013 and the patient was sent home. The pump started alarming a few days later. After checking the clinician programmers it was found that pump was not updated after refill on (B)(6) 2013. The appropriate volume was now entered and the pump was successfully updated on the date of this report. This resolved the reported issue. There was no therapy or medical problem as the patient was asymptomatic and doing well. This device system delivered gablofen. Additional information has been requested, but was not available as of the date of this report.